Manufacturer narrative:
Investigation completed 7/06/2017. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2012 ¿ jun. Service history review: service history reviewed and no anomalies that could be associated with the complaint incident were observed. A review of cusa excel complaints using the following key words ¿cooling water alarm¿, ¿cooling water alert¿ and ¿sensor¿ in the search criteria. The review encompassed dates 04-jul-2016 to 04-jul-2017. A total 5 complaints were identified. Additionally, the review verified this is the second complaint occurrence for the device under evaluation. Rate of occurrence: during the time period aug 2016 to jul 2017¿, the global product usage for cusa excel console was calculated as 97,422 usages, using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages. 1 tubing set is used per operation / procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (5) can therefore be calculated as 0.006% (6 x 10-5) (occasional) of procedures. The device was evaluated by a service engineer; the evaluation verified the complaint as valid. The cooling sensor assembly was verified as defective and the cause of the reported cooling water alarm.

Event description:
Cusa excel2 was not at full power when the hand piece was connected. The cooling water alert signal was coming on and off. The next day, the sales representative tried to trouble shoot the problem. It was still giving the same result. There was no patient contact or injury. The patient was prepped for surgery. There was an hour delay in surgery due to product problem. Additional information has been requested.